Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00140.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00140. The patient ((B)(6)) had 2 leads from lot ab1424 and 1 lead from lot ab1419 as part of her drg system. It was reported x-rays revealed 2 of the patient's leads were fractured and 1 lead had migrated. Surgical intervention was undertaken and the leads were explanted and replaced. Reportedly, effective therapy was restored.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00140.